Event description:
A healthcare facility in (B)(6) reported that the outside of a neonatal mask specified rd805 neonatal resuscitation mask; however, the inside of the sterile packaging stated rd804 neonatal resuscitation mask. This was noticed prior to patient use.

Event description:
A healthcare facility in (B)(4) reported that the box of a neonatal mask was labelled with rd805 neonatal resuscitation mask; however, the tubs inside the box were labelled with rd804. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: a box with an rd805 neonatal resuscitation mask 50mm product label, but containing nine rd804 neonatal resuscitation mask 42mm tubs, was returned to fisher & paykel healthcare (fph) in (B)(4) for visual inspection. Results: inspection confirmed the reported fault. The incorrect product label (rd805 instead of rd804) was affixed to the box. A lot check revealed no other complaints of this nature for lot number 110519. Conclusion: the fault observed is most likely due to operator error during the packing process. There are standard operating procedures (sops) in place to assist operators on the production line to correctly pack and label the resuscitation masks. These instructions include a review of the label prior to the label being affixed to the box. This is the only complaint of this nature that we received for neonatal resuscitation masks in the past 12 months to the end of (B)(4) 2011.

Manufacturer narrative:
(B)(4). The complaint rd805 neonatal resuscitation mask is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.